Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant procedure, high threshold and low r wave sensing was noted in right ventricular (rv) apex. In lower septum. It exhibited no r waves while in mid and higher septum, lead exhibited same sensing anomaly. The lead was not used and replaced. The patient was stable.